Event description:
The customer observed falsely decreased results for multiple assays generated on the alinity c processing module for multiple patient samples. The following results were provided: (B)(6) 2026 sid (B)(6) 63 year old female: initial sodium result (B)(6) = 114.76 mmol/l, repeat result (B)(6) = 115.74 mmol/l, new sample result with sid (B)(6); (B)(6) = 138.7 mmol/. (B)(6) 2026 sid (B)(6) 72-year-old male: initial sodium result (B)(6) = 105.25 mmol/l, repeat result (B)(6) = 111.72 mmol/l, new sample result with sid (B)(6); (B)(6) = 137.41 mmol/l. (B)(6) 2026 sid (B)(6) 71-year-old female: initial calcium result (B)(6) = 4.07 g/dl, repeat result (B)(6)) = 4.44 g/dl, new sample result with sid (B)(6) (B)(6) = 8.66 g/dl initial potassium result (B)(6)) = 2.08 mmol/l, repeat result (B)(6) = 2.23 mmol/l, new sample result with sid (B)(6) (B)(6) = 4.27 mmol/l initial glucose result (B)(6) = 39.26 mg/dl, repeat result (B)(6) = 41.58 mg/dl, new sample result with sid (B)(6); (B)(6) = 135.97 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.